Manufacturer narrative:
Concomitant medical products: 6940-52, lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received inappropriate shocks, and that the right ventricular (rv) lead is no longer used since (B)(6) of 2005, which is due to a defect. No further patient complications have been reported as a result of this event.